Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the returned sample was covered with contaminations, no optical deviations on the optic could be found. Diopter verification could not be performed due to the condition of the returned lens. The zmb00 with serial number (B)(4) passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Batch records were reviewed and found to be within specifications and without deviations. Diopter measurement records from this particular lens was verified and shown to be within specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient''s left eye after she experienced an unexpected post-operative refraction. To explant the lens, the original incision had to be enlarged and suture used to close. Another lens of the same model was implanted during the same procedure. The reporter noted that a ''mechanical complication''/calculations error occurred. No patient injury reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.